Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a regular scheduled visit. She had several episodes of noise on the atrial lead. No reprogramming had been made. The patient would be monitored regular scheduled visits.